Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a 0.014 guide wire was advanced to the lesion, a 28 x 2.25 promus premier¿ drug-eluting stent was advanced for treatment. However, the device did not progress on the guide wire and the two devices locked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent had moved 1.5mm distally on the balloon. Some stent struts were damaged slightly on both proximal and distal ends. The tip was visually and microscopically examined and damages were noted on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks on the several locations along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that inner extrusion was damaged between 2mm-5mm distal of the bi-component bond site, the inner was stretched and twisted. As part of the analysis an attempt was made to load a 0.014¿ guidewire but resistance was felt at the damaged location of the inner extrusion therefore it was not possible to load a 0.014'' guidewire through the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that catheter entrapment occurred. After a 0.014 guide wire was advanced to the lesion, a 28 x 2.25 promus premier¿ drug-eluting stent was advanced for treatment. However, the device did not progress on the guide wire and the two devices locked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.